Manufacturer narrative:
(B)(4). Batch # n90k8h. Batch # n90h92. Manufacture date: 2/25/2016. Expiration date: 1/25/2021. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please clarify if it was the reducer attachment cap that broke off of the device and fell into the patient? Or was it the stopcock valve? Will the broken piece of the housing be returned with the rest of the device for analysis? If not, was the broken piece disposed of? The reducer cap appears to be intact and will be returned. The analysis results found that only the universal seal from the b15lt device was received. During visual examination, the b15lt universal seal was inspected and it was confirmed that one protector was separated and was not returned for analysis. The universal seal was disassembled and no further issues were noted. This condition was most likely caused during manufacturing process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a robotic partial nephrectomy procedure, the top of the trocar housing broke off and fell into the patient. The trocar housing was retrieved from the patient and the case was completed. There were no adverse consequences for the patient.